Manufacturer narrative:
The controller (con309440) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple low flow alarms indicating that the patient's average flow drops below the alarm setting. The low flow alarms are likely patient related and not due to a device malfunction. Failure analysis of the returned device revealed that the device passed visual examination and functional testing. Supplemental testing revealed that the sound levels of the low and high priority alarms were within the specification limit. As a result, the reported event could not be confirmed, the controller performed as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller passed visual and functional testing. System testing did not indicate any abnormal operation of the controller. During supplemental testing, the sound level of the low and high priority alarms was verified; the value obtained is within of the specification limit. As a result, the reported event was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was hospitalized, an alarm occurred, and the audible tone was very quiet. The ventricular assist device (vad) coordinator performed troubleshooting techniques and there was no audible tone during an alarm situation. It was confirmed that there was nothing obscuring the alarm speaker. A controller exchange was performed. There were no patient consequences as a result of this event.